Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation as it remains implanted. It is unknown if patient or procedural factors contributed to this event. The result of the investigation is inconclusive and the root cause is unknown. The current IFU (information for use) on potential complications states: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported that during a scheduled procedure to remove a device that was implanted 8 months earlier, the device had tilted, but to what degree was unknown. It was also reported that one of the legs of the filter appeared to be bent or fractured. It was reported that the apex appeared to be embedded in the caval wall and when contrast was used, no contrast passed over the apex of the device. The doctor attempted to retrieve the filter, but was unable to because of the position of the device. There was no reported injury to the patient. The patient is currently asymptomatic.